Event description:
Report 1 of 11: it was reported during blood collection using bd vacutainer® sst¿ blood collection tubes, one tube pushed off the non-patient needle and fell to the floor. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 11: it was reported during blood collection using bd vacutainer® sst¿ blood collection tubes, one tube pushed off the non-patient needle and fell to the floor. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally evaluated and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and tube push off. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.